Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Not good irrigation and aspiration was reported with leaking. A wet fluidics management system (fms) in an opened tray was visually inspected. A channel was observed on the center drain port of the cassette. The channeling would create a leak between the drain bag and drain bag tape during the priming sequence. A turbid fms in a tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The drain bag tape was adhered on the cassette properly. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with a handpiece and a 0.9 millimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. The sample functioned within specification. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. In regards to the drain bag, procedure indicates that during the manufacturing process, the assembler is to "place the drainage bag on the designated area of the fms per the drawing. Ensure that the three holes on the drainage bag are properly aligned with the three drainage ports." Additionally, they are to "ensure no air pockets are visible around the drain bag port." The root cause of the customer's complaint of not good irrigation and aspiration could not be established as the returned sample functioned per specification; however, the leaking complaint was due to the channeling found in the drain bag tape in the returned condition. If the drain bag is not placed correctly on the cassette, channeling on the drain bag tape can occur which would lead to the customer's reported event this complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balance of irrigation and aspiration was not good and as it was being observed, there was water leakage from the back side of the pak (bag) during cataract surgery (with intraocular lenses implant). The surgery was completed without product replacement. The procedure type was unknown. There was no patient impact.